Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the er420 instrument clips did not close well. At recharging the clip, the clip fell into the abdomen(it was retrieved). Another er420 instrument was used to complete the case.